Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, while taking contours with the soundstar catheter, cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed, 300cc were removed of which 220cc were re-infused from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no factors cited such as patient¿s anatomy or disease that might have contributed to the adverse event. No error messages were observed on any bwi equipment during the procedure. Transseptal puncture was not performed. A st. Jude medical sl0 sheath was used. The generator was not in use at the time of the event. No ablation catheter was yet introduced into the patient¿s body.

Manufacturer narrative:
On 1/16/2019, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, the date of manufacture verified to be 09/07/2018. Manufacture date has been populated. On 1/21/2019, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed no physical damage. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient was reported to be in stable condition after pericardial drainage. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no factors cited such as patient¿s anatomy or disease that might have contributed to the adverse event. No error messages were observed on any bwi equipment during the procedure. Device evaluation summary: the device evaluation has been completed. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Carto, transducer and coil disconnection tests were performed and catheter passed all specification. No error found. Product is working properly. The complaint was not confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).